Event description:
The data of withdrawn blood taken soon after the patient was moved from operation room to ward was abnormal. The kit was used since the operation. Customer took another blood sample from femoral area and found large difference between two data. The amount of blood can be taken from vamp flex is approx. 2.8 times more than from femoral area. Blood gas measurement data from the kit: hb-7.3, be-5.7, na-139.9, k-2.46, cl-118 blood gas measurement data from femoral: hb-10.3, be-1.0, na-136.7, k-3.56, cl-104 kit returned is missing 30cm tubing from the tip..

Manufacturer narrative:
Device evaluation: customer report was not confirmed. Entire the kit without 30cm long tubing from the tip was returned (compared with drawing). No visible defect was found at tubing, stopcocks and connectors. Leakage testing was performed under 300mmhg in water, no leakage was observed. Attached syringe was able to aspirate properly.